Event description:
Spontaneous. Patient reported when trying to administer medication, the auto injector malfunctioned. No additional information provided. No adverse event reported. Unknown if patient missed dose. Unknown if patient has defective product on hand. Product lot number and expiration date unknown. Reported to (B)(4) by: patient/caregiver.